Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that after the implant procedure, the patient had constant extreme pain. Chest x-ray revealed cardiac perforation without effusion. The lead was repositioned successfully and remains implanted and active. The patient felt immediately better after the procedure and was discharged in stable condition.